Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I write to highlight an issue myself and my anaesthetic colleagues experienced with a bd venflon pro safety 16g intravenous cannula (lot: 0270634p41) on (B)(6) 2021. During injection of cefuroxime via a 20ml syringe through the port, a sudden pop was felt. Injection was stopped immediately, a new cannula sited and the cannula inspected. Of not the vein used was a large calibre lower limb vein. It appears the diaphragm for port injection had become displaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I write to highlight an issue myself and my anaesthetic colleagues experienced with a bd venflon pro safety 16g intravenous cannula (lot: 0270634p41) on (B)(6) 2021. During injection of cefuroxime via a 20ml syringe through the port, a sudden pop was felt. Injection was stopped immediately, a new cannula sited and the cannula inspected. Of not the vein used was a large calibre lower limb vein. It appears the diaphragm for port injection had become displaced.